Event description:
It was reported a patient deceased, the cause was unknown. There were no allegations regarding the patient's implantable cardioverter-defibrillator.

Manufacturer narrative:
Correction: b1 should not include product problem, b5 corrected.

Event description:
Related manufacturer reference number: 2017865-2022-02238 related manufacturer reference number: 2017865-2022-02239 related manufacturer reference number: 2017865-2022-02240 it was reported a patient deceased, the cause was unknown. There were no allegations regarding the patient's implantable cardioverter-defibrillator (ICD), right atrial lead, right ventricular lead, or left ventricular lead.

Manufacturer narrative:
The device functionality was tested in the lab and was normal. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomalies were detected.